Event description:
Several ablation catheters could not be flushed during prep. A total of three were attempted, and all were removed. There was no contact with the patient. (B)(6) biosense thermocool stsf lots 30869952l (2) and 30851217l (1) manufacturer response for catheter, thermocool smarttouch stsf bidirectional ablation catheter (per site reporter) per rl, manufacturer notified. Product handled by site. Other reports with product in maude.